Manufacturer narrative:
Title: laparoscopic bilateral cervicosacropexy and vaginosacropexy: new surgical treatment option in women with pelvic organ prolapse and urinary incontinence. Source: journal of endourology, volume 32, 2018 (1058¿1064). Article number: 11. Date of publication: november 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature study, journal of endourology volume 32, number 11, november 2018, by sokol rexhepi, md, entela rexhepi, md, martin stumm, md, peter mallmann, md, phd, and sebastian ludwig, md: the literature article reviews surgical technique for treatment of apical prolapse with urinary incontinence. After undergoing laparoscopic bilateral sacrocolpopexy, it was reported in the article that out of 120, total of 6 patients had the following complications and were reported: bladder injury (1), bowel perforation (1), apical prolapse (4). Patients had to be reoperated to resolve the issue.